Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no flow. Therapy was going as expected, until the patient came back from the CT scan. The patient was in the re-warm phase and fitted with an esophageal probe. Upon trying to reconnect the patient to the device there was no flow. The following diagnostics were noted, fr= 1.8lpm, ip= -7.2, cp= 51%, and pump hours= 1943. The nurse reported that the fluid delivery line was not damaged, but when trying to reconnect the pads, two pads did not show the expected values. So, the nurse swapped the patient to a second arctic sun device that was immediately available. There was still no flow with the new device and the same set of large pads. The nurse then changed the pads for a new set of pads that provided a good flow rate. Therapy was completed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no flow. Therapy was going as expected, until the patient came back from the CT scan. The patient was in the re-warm phase and fitted with an esophageal probe. Upon trying to reconnect the patient to the device there was no flow. The following diagnostics were noted, fr= 1.8lpm, ip= -7.2, cp= 51%, and pump hours= 1943. The nurse reported that the fluid delivery line was not damaged, but when trying to reconnect the pads, two pads did not show the expected values. So, the nurse swapped the patient to a second arctic sun device that was immediately available. There was still no flow with the new device and the same set of large pads. The nurse then changed the pads for a new set of pads that provided a good flow rate. Therapy was completed without further issues.